Event description:
Patient tracheostomy tube prevented suctioning due to deformation of the distal end of the tube. As the patient desaturated, doctor attempted suctioning, but was unable to insert suction tubing into the tracheostomy tube. The patient was bagged. However, it was difficult. The doctor removed the old tracheostomy tube and noticed the deformed end. A new tracheostomy tube was placed in the patient. Patient respiratory rate recovered after new trach placement.the doctor stated that the tube was very loose, which might have contributed to movement of the tube to a position where the distal end was being compressed or deformed.======================manufacturer response for percutaneous tracheostomy tube with disposable inner cannula, shiley 8 percutaneous (per site reporter).======================as of this report there has been no response.